Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: this report was inadvertently submitted, after further investigation of the facts provided by the customer, information was obtained that indicated that the customer's report did not meet our requirements for submission of a medwatch report due to no potential for clinical impact. The device was returned to zoll medical canada and the customer's report was not duplicated during testing. The device activity logs found no critical error messages. The device logs showed that the device did correctly identify that the electrode pads were not attached. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to recognize when the electrode pads are not connected to the device.. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not operate correctly. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.